Event description:
This spontaneous report was received on (B)(6)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After one week of use, the handle under the toothbrush head broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After one week of use, the handle under the toothbrush head broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received (B)(4) 2012: no product was returned and no lot number was provided, therefore a batch record review, a lot trend analysis or device history record review could not be performed. A review of the trending data by product family reach total care plus massage toothbrush, breaks/falls apart with use revealed no adverse trends. There were no related manufacturing /facility issues found within in the two year prior to the alert date. There has been a design change in 2011 to increase the stability. A review of the investigation documentation indicated the reach total care plus massage toothbrush device met specification. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013: lot number was updated from unspecified to 3489sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Sample was returned and visually inspected. A review of the batch records for the toothbrush lot 3489sg s2 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances. There were no related product, process or facility changes. A retain sample was visually inspected and met all specifications. A change to the basic handle material was validated on (B)(4) 2011 to improve flexibility. The returned toothbrush lot was manufactured according to the specification. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 3489sg s2 was acceptable. No adverse trends were noted with this product or lot. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence and the handle breakage was at the first tuft position next to the neck. The handle cracked in this area because it was a weak point. It was verified that during the validation of this product, the toothbrush was subjected to over bend testing and no toothbrushes broke. It was confirmed that the returned toothbrush was manufactured according to specification. Based on the investigation performed, the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After one week of use, the handle under the toothbrush head broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: no product was returned and no lot number was provided, therefore a batch record review, a lot trend analysis or device history record review could not be performed. A review of the trending data by product family reach total care plus massage toothbrush, breaks/falls apart with use revealed no adverse trends. There were no related manufacturing /facility issues found within in the two year prior to the alert date. There has been a design change in 2011 to increase the stability. A review of the investigation documentation indicated the reach total care plus massage toothbrush device met specification. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: lot number was updated from unspecified to 3489sg s2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After one week of use, the handle under the toothbrush head broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: no product was returned and no lot number was provided, therefore a batch record review, a lot trend analysis or device history record review could not be performed. A review of the trending data by product family reach total care plus massage toothbrush, breaks/falls apart with use revealed no adverse trends. There were no related manufacturing /facility issues found within in the (B)(4) prior to the alert date. There has been a design change in 2011 to increase the stability. A review of the investigation documentation indicated the reach total care plus massage toothbrush device met specification. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.